Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she lost her meter. The customer was hospitalized on (B)(6) 2015 due to a low blood glucose level of 33 mg/dl. She treated her low blood glucose level with food and glucose tablets. The customer could not get her blood glucose level up. The customer was originally hospitalized in may for pneumonia. She was released from the hospital but went back in for a low blood glucose level. The customer declined troubleshooting. The device was not returned.